Manufacturer narrative:
Section h3, h6: additional information. Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the system monitor was confirmed via analysis of the returned system controller (serial number: (B)(6), no backup battery provided). The returned system controller was tested using laboratory test equipment, and the communication between the system controller and the system monitor was unable to be established confirming the reported event, and thus failed the preliminary testing. When connected to power, the controller's lcd display lit up, but it was noted to be damaged with green marks being noted on the lcd screen. The returned controller was also tested for system support and the unit was found to be able to support a test pump at the set speed with no alarms or events being active. Following the system support test, the returned system controller was disassembled, and visual inspection revealed that numerous electrical components on the main and lcd printed circuit boards (pcb's) were corroded and damaged. Corrosion was also present on the controller¿s housing, the driveline connector assembly, as well as the speaker¿s connections. The controller¿s power cables were disconnected, and test power cables were connected. The controller was then connected to a test system monitor and communication was again unable to be established; the controller¿s original power cables were tested on a test controller without any functional issues. Although it is inconclusive, the root cause of the communication issue between the system controller and the system monitor can be attributed to the corrosion of numerous electrical components on the controller's printed circuit boards. The corrosion is consistent with the ingress of fluid into the controller housing. However, the specific source and point of entry of the fluid ingress was unable to be determined through this analysis. Heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, section 7- ¿alarms and troubleshooting¿ address all alarm conditions. Heartmate 3 instructions for use, section 2- system operations mentions that keep the system controller power cables dry and away from water or liquid. If the system controller power cables come into contact with water or liquid, the system may fail to operate properly, or you may get a serious electric shock. Do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water may cause the device to stop. Heartmate 3 instructions for use, section 8 ¿equipment storage and care¿ informs the user that ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance as prescribed in this section. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the reported event of communication issues between the system controller and the system monitor was not confirmed. The system controller was not returned for analysis and no log files or photos were submitted for review. The root cause for the communication issues between the system controller and the system monitor was not conclusively determined through this analysis. Heartmate iii instructions for use provides instructions on how to properly use the system monitor to monitor the system, how to properly interpret and troubleshoot all system alarms, how to properly care for, maintain, and store the equipment.the heartmate iii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device 0 days, occurred during exchange. The heart mate 2 system controller was reported in MFR 2916596-2019-03180. The first system monitor was reported in MFR 2916596-2019-03148. The second system monitor was reported in MFR 2916596-2019-03183. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the heartmate 2 system monitor read ¿data not receiving¿ during the pump exchange. The pump was on and running at this time. Connections and outlet sources were confirmed and working. The team went to transfer to a different system monitor but the surgeon was ready to remove the hm2 and go on bypass, therefore the team did not transfer to a second system monitor. The heart mate 2 was then exchanged for the heart mate 3. The system monitor spontaneously read "data not receiving" after pump exchange. Connections to system monitor and power module were confirmed. A total of 3 different power modules were utilized to troubleshoot. Finally, the initial system monitor that was being utilized began to read again; however, when the perfusionist hit the "silence" button in the bottom right of the system monitor screen the system monitor went blank and displayed "data not receiving". System controller change out was done to resolve the issue. Once the system controller was swapped for the back up system controller the system monitor began to function normally. No additional information was provided.